Event description:
It was reported that the echocardiograms (egms) were missing from the insertable cardiac monitor (icm) during a patient's syncope episode. No intervention was performed. The patient was stable.